Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,e3.

Event description:
It was reported that when first turned on unit never completed boot up sequence , the cardiosave intra-aortic balloon pump (iabp) unit is down , is not booting up all the way. There was no patient involvement.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit is down , is not booting up all the way. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Getinge field service engineer (fse) verified pump will not boot up. Stuck on spinning wheel. Error code f7 on exec board. Replaced front end board. Device passed all functional and safety tests according to factory specifications. The defective components were received for further investigation. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the following part associated with this complaint: front end board this part was received with a reported unit failure message of unit would not boot up all the way. Performed visual inspection of this part received and part looks to be in good condition. Installed the front-end board into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing dept. Could not verify the failure message of unit would not boot up all the way during tested front end board. Cardiosave test fixture was worked correctly and boot up. Also pumped the unit and could not see error codes on screen. Front end board passed testing. Sending front end board to the supplier for analysis as per procedure. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. (Fat) received part from the supplier. The supplier performed hi-pot test and fct , and all tests passed. No issue found. Retaining the board in the fat dept. Per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.